Manufacturer narrative:
(B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4): device unavailable for analysis.

Event description:
Same case as MFR report #: 2134265-2008-01959, 2134265-2010-00521, -00523. Same patient as MFR report #: 2134265-2008-01422, -01423. (B) (4) it was reported that 1057 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. A 2000 procedure identified two lesions for treatment. One 3.5x25mm niroyal bare metal stent was placed in the mid rca (right coronary artery) and one 3.5x9mm niroyal stent was placed in the ostial rca. A (B) (6) 2005 procedure treated two lesions in the rca (right coronary artery). One lesion was located at the 90% stenosed mid rca and one at the 75% stenosed proximal rca. The mid rca lesion was predilated and treated with a 3.0x28mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The proximal rca lesion was treated with predilation and placement of a 3.5x24mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient presented in (B) (6) 2008 with chest pain and shortness of breath. The proximal rca taxus express2 drug eluting stent was found to have 90% in-stent restenosis. The restenosis was treated with predilation, placement of another manufacturer's drug eluting stent, and post dilation resulting in 0% residual stenosis. At the five year follow up in (B) (6) 2009 no angina was reported.